Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported medical event and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient required medical assistance due to hypoglycemia. The patient's blood glucose levels reached 51 mg/dl while wearing the pod between 5 and 24 hours on the arm. The patient called the paramedics and was treated with sugar via infusions.